Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5055727) on 19-oct-2015. The most recent information was received on 08-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain in my pelvis with pressure') in a (B)(6) year old female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("extreme pain in my lower back with pressure"). In 2015, the patient experienced menorrhagia ("heavy menstrual cycles that last 8-12 days"), fatigue ("fatigue"), asthenia ("weakness"), dyspareunia ("pain during intercourse") and coital bleeding ("occasional bleeding following intercourse") and experienced abdominal distension ("bloating"), lasting 0 min. The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, fatigue, asthenia, dyspareunia, coital bleeding and abdominal distension had not resolved. The reporter considered abdominal distension, asthenia, back pain, coital bleeding, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Therefore, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received. Case was upgraded to serious incident. Reporter information added. Essure removal surgery added for event pelvic pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5055727) on 19-oct-2015. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain in my pelvis with pressure') in a 27-year-old female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("extreme pain in my lower back with pressure"). In 2015, the patient experienced menorrhagia ("heavy menstrual cycles that last 8-12 days"), fatigue ("fatigue"), asthenia ("weakness"), dyspareunia ("pain during intercourse") and coital bleeding ("occasional bleeding following intercourse") and experienced abdominal distension ("bloating"), lasting 0 min. The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, fatigue, asthenia, dyspareunia, coital bleeding and abdominal distension had not resolved. The reporter considered abdominal distension, asthenia, back pain, coital bleeding, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Batch no. C22909, production date: 2014-02-07, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.